Manufacturer narrative:
Concomitant medical products: product ID: 3093-28, lot# va014tx, implanted: (B)(6) 2013, product type: lead. (B)(4).

Event description:
The healthcare provider reported that the patient had a shocking sensation. There were no impedance measurements taken. The patient does experience symptoms when ins was off. There was no access to a clinician programmer. There was a falls reported that could be related to this issue. Patient fell today onto her backside. She was complaining of pain, shocking in the bicycle seat area. Nurse stated she could visibly see the patient being in pain. Confirmed with the patient programmer that ins was turned off. Symptoms reported was shocking. Location of symptoms reported in the vaginal/ bicycle seat area. This would be consider a sudden change in therapy/symptoms. Event date was (B)(6) 2015. It was noted that the doctor called the same day as the nurse and reported the same event. The representative inquired later the reported event day what tw would be needed if hcp (healthcare provider) wanted to remove lead from ins (stimulator) but he doesn't have neurostimulator tw but they do cardiac devices at that hospital. Additional information from the healthcare provider reports the onset of the reported event was (B)(6) 2015. Action taken to resolved the shocking and pain was the generator was turned off in the ed (emergency department). The cause of the shocking and the pain was not determined. Though it appears unlikely to be related to device. She plans to have it explanted with her primary urologist as outpatient. The indications for use for this patient were urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor.